Manufacturer narrative:
Onsite analysis of the system was performed and the system was found to perform as intended. No components needed to be replaced. Significant stored data was noted on the system which would cause the hard drive to move slower. The customer was informed that increased data stored would cause the system to perform slower. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when site pressed the save button on the pendant for a 2d image, the system temporarily became unresponsive before saving the image on the mobile viewing station a few seconds later. There was no patient present when this issue was observed.